Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). After pre-dilatation and intravascular ultrasound was performed, a stent was deployed. A 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, on the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic examination of the balloon and tip found no irregularities or defects. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the tip of the device. Microscopic inspection of the inner shaft revealed damage (perforation and buckled) 47mm from the tip of the device, with outer damage (twisted) 3mm proximal of the proximal weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). After pre-dilatation and intravascular ultrasound was performed, a stent was deployed. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation. However, on the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.